Event description:
Resident was getting up from the toilet, using the arms on the raised toilet seat, and the raised seat shifted and the resident was off balance and hit her right hip on the sink. This caused a fracture of the right hip.